Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue of 2 infusion sets being kinked on (B)(6) 2024. The blood glucose level of the patient was 300-350 mg/dl. The site of insertion was located at abdomen. The issue occured within 3 or more hours sfter insertion after being in use for 3-4 hours. The event was resolved by replacing infusion set and resuming insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.